Event description:
It was reported that this implantable pacemaker device had exhibited atrial undersensing despite programming at the most sensitive. Boston scientific technical services (ts) discussed that the most recent lead tests are within normal limits and the presenting electrogram shows the device operating as programmed. The implantable pacemaker device remains in service. No adverse patient effects were reported.